Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was liquid on sample tubes and racks. No injury was reported. No personnel was exposed to the leakage.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a bubbling sound coming from exhaust tube on the vacuum pump. Fse repositioned tubing to eliminate noise. Fse also reinstalled fallen cta (closed tube aliquotter) vessel waste chute.